Manufacturer narrative:
Device codes: 4012 labeled. Internal file number - (B)(4). Device evaluated by MFR - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. Device code 4012 added. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. It should be noted that in the mitraclip instructions for use (IFU), warns: pulling the gripper line too quickly or with excessive force may raise the grippers, break the gripper line and/or disturb leaflet capture and insertion. All available information was investigated and the reported single leaflet device attachment (slda) was due to the user error. A conclusive cause for the difficulty removing the gripper line cannot be determined. The patient effects of tissue damage and mitral regurgitation (mr) was due to procedural conditions. The reported patient effects of unchanged mr and tissue damage, as listed in the IFU, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Patient codes: 1964 labeled 2104 labeled device codes: 2017 labeled 2507 labeled internal file number - (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Device code 2017- failure to follow steps/instructions the device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficulty removing the gripper line, single leaflet device attachment (slda) and leaflet damage requiring valve replacement. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Grasping was successful with the clip delivery system (cds) however resistance was met removing the gripper line during deployment. The gripper line was forcefully pulled on resulting in the clip detaching from the anterior leaflet and partially remaining attached to the posterior leaflet (slda). It was noted that the anterior leaflet was torn due to the slda. The patient was sent to surgery for valve replacement where the clip was removed. The patient was stable after surgery. No additional information was provided.